Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the atrial contact spring was observed to have been dislodged inside the lead bore, which is believed to have caused an event of high impedance and pacing anomaly during the initial implant procedure.